Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a large dissection occurred in the common carotid artery (cca) during placement of the arterial sheath. It was also noted that vasospasm occurred in the internal carotid artery (ica), prior to clamping. The physician made the decision to convert the procedure to carotid endarterectomy (cea).

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow-up MDR will be submitted when additional information is obtained. Complaints will continue to be reviewed and monitored for trends.